Event description:
Physician reported, right side capsular contracture, baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22/aug/2024. This record is no longer considered reportable to the FDA.

Event description:
Healthcare professional later reported no capsular contracture was found during explant surgery and that the implant was "out of pocket". The device has been explanted and replaced. This record is no longer considered reportable to the FDA.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a right side "encapsulation", baker grade unknown. The device remains implanted.